Event description:
On (B)(6) 2012 customer reported a diluent overflow from the diluent reservoir on the act diff 2 instrument. Customer stated that the spill was not contained in the instrument, as it was found underneath the instrument , and on the lab bench. Customer stated that they cleaned the spill. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noticed that the unit was generating intermittent "error 10" errors. Fse found an inactive sensor that caused the diluent chamber to overflow. Fse replaced the sensor and this resolved the leak. No further leaks were reported.

Manufacturer narrative:
(B)(4).